Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 309 (mg/dl). A correction bolus was administered and infusion site was changed to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation as made to consult with health care provider to discuss diabetes management.